Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged the device has high pitched noise. There was no report of patient harm or injury. During the evaluation of the device, the service center visually inspected the device and found visible foam particles. The customer's complaint was confirmed.in addition that, the device was scrapped.